Manufacturer narrative:
(B)(4) date sent: 5/26/2016 batch # (B)(4). The analysis results found that the tcr75 reload was received with the 5 most proximal drivers up and the swing tab detached, making the reload nonfunctional. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open urinary diversion, loading the reported blue reload with device and was locked out at the third firing on the ileum. Also, the deployed staples of the proximal end were malformed. Another cartridge was loaded into the same instrument and used to complete the case without problems. There were no adverse consequences to the patient.